Event description:
It was noticed by the nurse that the pump was not infusing any of the medication.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Investigation results: the reported issue was not present during investigation. Volumetric's of 100ml/hr and 10ml tested in spec at 9.97ml or 99% of expected volume perform preventive maintenance service.